Event description:
It was reported that a patient presented in-clinic for an unrelated generator change. Upon interrogation, the patient's right ventricular (rv) lead was found to have high capture thresholds. The rv lead was capped and replaced on (B)(6) 2022. The patient was discharged and no additional patient consequences were reported.